Event description:
The account alleged that the nurse call function is not working. The account stated that there were no injuries and a pt was not in the bed.

Manufacturer narrative:
Tech suggested that the account isolate the side rails and pendant which they did but the alleged problem remained. Tech suggested that the account replace the sidecom board and a communication cable. The account replaced the sidecom board but states that the alleged problem remains. No further info is available on the repair of the bed at this time.